Manufacturer narrative:
The device is available for evaluation, but it has not been received yet.

Event description:
The customer reported multiple issues regarding spinning spiros® closed male luer, red cap that occurred in both pharmacy and nursing. It was noted that spiros was leaking/breaking at the connector. This occurred during use on patient and it was used for an hour; however, no one was harmed as a result of the event. The medication used is unknown. This is report 2 of 5.

Manufacturer narrative:
Date returned to mfg: 6/22/2020. Contact office name. The used device was received for evaluation. Visual inspection was performed and when pressure was applied to syringe plunger while in the unactivated position, no leakage was observed. Spiros was disconnected from the syringe for functional testing. The spiros was primed at gravity pressure and then pressure leak tested. Spiros was leak tested in the unactivated and activated positions with both a clave and a smartsite. No leakage was observed from spiros. The leakage could not be confirmed. The lot review couldn't be performed since the lot number is unknown.